Manufacturer narrative:
The following field had been updated with additional information: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie 4.2 was failed and not detected on bus. The field service engineer had deployed a firewall rule remotely, rebooted the system, and confirmed that all pockets were showing correctly in version 4.2 with no failures. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es cubie 4.2 was failed and not detected on bus. The customer was unable to dispense medication and there was a delay in patient workflow. There were no delay adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es cubie 4.2 was failed and not detected on bus. The customer was unable to dispense medication and there was a delay in patient workflow. There were no delay adverse events or injuries reported based on this incident.